Event description:
Additional information received from the healthcare professional (hcp) reported there was no device issue and the issue with the pain was resolved with antibiotics.

Event description:
The patient reported that there was pain. The patient had a bad fall 8-9 weeks ago and talked to person who put the device in. The patient stated indicated that it hurt bad and that they could not sit and every time they sat stimulator hurt. The patient stated that the something unplugged inside because sharp side on outside and talked to the doctor who helped put it in. They were feeling something sharp on outside, felt like they had water in it at the implantable neurostimulator (ins) location. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.